Event description:
Allegedly, revised due to breakage.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This is the same event as 1043534-2009-00151, 00152, 00153, 00154. This event occurred in another country.